Event description:
It was reported that the customer received a blank display. No additional information was provided.

Manufacturer narrative:
Pump was received with blank display due to power connector on battery tube not plugged in properly. Unable to perform functional testings due to blank display. Unit had minor scratched lcd window and cracked reservoir tube lip.